Event description:
Revision surgery due to infection, at about 4 months post primary the surgeon revised all the devices successfully.

Manufacturer narrative:
Batch reviews performed on 13 february 2026: reverse shoulder system 04.01.0185 short humeral diaphysis - cementless - 13 (k180089) lot 2502815: (B)(4) items manufactured and released on 07-mar-2025. Expiration date: 2030-feb-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0110 reverse metaphysis +0m /0&deg; (k170452) lot 2503358: (B)(4) items manufactured and released on 25-jun-2025. Expiration date: 2030-jun-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0122 humeral reverse hc liner d 39/+0mm (k170452) lot 2505029: (B)(4) items manufactured and released on 22-may-2025. Expiration date: 2030-may-30. No anomalies found related to the problem. To date, (B)(4) tems of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0155 glenoid baseplate - d 27x25 (k170452) lot 2434209: (B)(4) items manufactured and released on 18-mar-2025. Expiration date: 2030-mar-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0173 glenosphere - d 39x27 (k170452) lot 2504245: (B)(4) items manufactured and released on 23-apr-2025. Expiration date: 2030-apr-23. No anomalies found related to the problem. To date, (B)(4) tems of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0161 glenoid polyaxial locking screw - l30 (k170452) lot 2505909: (B)(4) items manufactured and released on 06-may-2025. Expiration date: 2030-apr-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0162 glenoid polyaxial locking screw - l34 (k170452) lot 2500008: (B)(4) items manufactured and released on 17-mar-2025. Expiration date: 2030-feb-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.